Event description:
It was reported that a fiber optic sensor failure occurred on the console during intra-aortic balloon (iab) therapy. The customer reported that they received a call from the ICU regarding this alarm and no one knew what to do. They said the inner lumen of the iab was also clotted off (aspiration was unsuccessful) and they wanted to make sure a radial arterial line would be okay to use. It was reviewed with the customer that per instructions for use (IFU), the most optimal alternate arterial pressure (ap) source is a radial arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: micu manager additional reporter: kristen, the cath lab manager the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field(s): describe event or problem: serial #. Additional reporter: (B)(6). Device evaluation: complaint summary: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 75.4cm from iab tip. Additionally the optical fiber was found to be broken within the catheter tubing approximately 69.1cm from iab tip. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The optical fiber was found to be broken, confirming the sensor failure. The inner lumen was found occluded confirming the difficulty to aspirate. We are unable to determine how the occlusion or when the fiber break may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that a fiber optic sensor failure occurred on the console after inserting the intra-aortic balloon (iab) on 14jul2024. The customer reported that they received a call from the ICU regarding this alarm and no one knew what to do. They said the inner lumen of the iab was also clotted off (aspiration was unsuccessful) and they wanted to make sure a radial arterial line would be okay to use. It was reviewed with the customer that per instructions for use (IFU), the most optimal alternate arterial pressure (ap) source is a radial arterial line. The iab was removed on (B)(6) 2024 there was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.